Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter, the patient passed away. It was reported that approximately 2 and a half months after the procedure, the patient passed away. Per the patient's last hospital visit, they were experiencing an acute kidney injury, pneumonia, and fluid overload. It was not reported if any of these complications were considered a result of the procedure, so the treatment cannot be ruled out as a cause. The catheter is presumed to have been disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns, and they are instructed to dispose of the device after the procedure.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. It was reported that approximately 2 and a half months after the procedure the patient passed away. Per the patient's last hospital visit they were experiencing an acute kidney injury, pneumonia, and fluid overload. It was not reported if any of these complications were considered a result of the procedure so the treatment cannot be ruled out as a cause. The catheter is presumable to have been disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns, and they are instructed to dispose of the device after the procedure. It was further reported that the patient reported to the emergency room several times between the ablation procedure, which took place in on (B)(6) 2025 and their death on (B)(6) 2025. On (B)(6) 2024 the patient presented with tachycardia/ palpitations, chest pain, and lightheadedness, and diarrhea. While visiting her primary care physician she was diagnosed with "a-fib with rvr with a heart rate of 125 bpm" and was then admitted to the facility, the following day she started a diuretic. Cirrhosis, cholelithiasis, right pleural effusion and "ruq ascites" was also identified in the patient after she reported abdominal pain. The patient was then discharged after staying at the facility for 2 days. The patient was readmitted to the facility on (B)(6) 2024 with reports of weakness and fatigue. At that time, she had low potassium and a possible urinary tract infection. A lab workup and x-rays were performed, however there was no significant abnormalities found, nor any source of the weakness identified. During this stay "acute-on-chronic diastolic chf" was identified which accounted for her fluid retention and edema and she was started on IV lasix. Gi cirrhosis was confirmed through the imagining and was speculated to be secondary to cardiac cirrhosis "in the setting of chf". Atrial fibrillation was also confirmed, and the patient was given amiodarone, diltiazem, and eliquis (eliquis was also started due to the patient's history of deep vein thrombosis). The patient's gabapentin was stopped due to her fatigue. Coronary artery disease was identified; however, the patient was not on a beta blocker due to possible conflicts with other medication. At this time a CT scan also identified possible metastatic adenocarcinoma, however, the specific anatomical location of this potential finding was not provided. At this time the patient's blood urea nitrogen and creatinine were found to be in a normal range. The patient was discharged to a skilled nursing facility/ rehabilitation center on (B)(6) 2025. The patient returned to the emergency department on (B)(6) 2025 and reported "feeling sick". At the time the main symptoms were abdominal swelling, shortness of breath, and chest pain. Findings from her examination included "adenocarcinoma on pleural fluid. Path is suggestive of a gi origin more than pulmonary source" and "CT also suggests liver mets" and that they consulted with a gi and "discussed with (B)(6) egd/colonoscopy may show primary cancer and para shows adenocarcinoma in fluid (3l)". During this stay it was noted the patient had a high blood urea nitrogen level. Additionally, they underwent a egd and colonoscopy with negative findings. The patient was discharged to inpatient hospice on (B)(6) 2025 and was pronounced dead on (B)(6) 2025.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but only partial product information was provided. Because some of the product information remains unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. It was reported that approximately 2 and a half months after the procedure the patient passed away. Per the patient's last hospital visit they were experiencing an acute kidney injury, pneumonia, and fluid overload. It was not reported if any of these complications were considered a result of the procedure so the treatment cannot be ruled out as a cause. The catheter is presumable to have been disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns, and they are instructed to dispose of the device after the procedure. It was further reported that the patient reported to the emergency room several times between the ablation procedure, which took place in on (B)(6) 2025 and their death on (B)(6) 2025. On (B)(6) 2024 the patient presented with tachycardia/ palpitations, chest pain, and lightheadedness, and diarrhea. While visiting her primary care physician she was diagnosed with "a-fib with rvr with a heart rate of 125 bpm" and was then admitted to the facility, the following day she started a diuretic. Cirrhosis, cholelithiasis, right pleural effusion and "ruq ascites" was also identified in the patient after she reported abdominal pain. The patient was then discharged after staying at the facility for 2 days. The patient was readmitted to the facility on (B)(6) 2024 with reports of weakness and fatigue. At that time, she had low potassium and a possible urinary tract infection. A lab workup and x-rays were performed, however there was no significant abnormalities found, nor any source of the weakness identified. During this stay "acute-on-chronic diastolic chf" was identified which accounted for her fluid retention and edema and she was started on IV lasix. Gi cirrhosis was confirmed through the imagining and was speculated to be secondary to cardiac cirrhosis "in the setting of chf". Atrial fibrillation was also confirmed, and the patient was given amiodarone, diltiazem, and eliquis (eliquis was also started due to the patient's history of deep vein thrombosis). The patient's gabapentin was stopped due to her fatigue. Coronary artery disease was identified; however, the patient was not on a beta blocker due to possible conflicts with other medication. At this time a CT scan also identified possible metastatic adenocarcinoma, however, the specific anatomical location of this potential finding was not provided. At this time the patient's blood urea nitrogen and creatinine were found to be in a normal range. The patient was discharged to a skilled nursing facility/ rehabilitation center on (B)(6) 2025. The patient returned to the emergency department on (B)(6) 2025 and reported "feeling sick". At the time the main symptoms were abdominal swelling, shortness of breath, and chest pain. Findings from her examination included "adenocarcinoma on pleural fluid. Path is suggestive of a gi origin more than pulmonary source" and "CT also suggests liver mets" and that they consulted with a gi and "discussed with (B)(6); egd/colonoscopy may show primary cancer and para shows adenocarcinoma in fluid (3l)". During this stay it was noted the patient had a high blood urea nitrogen level. Additionally, they underwent a egd and colonoscopy with negative findings. The patient was discharged to inpatient hospice on (B)(6) 2025 and was pronounced dead on (B)(6) 2025.